Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: visual inspection: the inserter for ti elastic nails (p/n: 359.219 lot: 8009363) was received showing impaction marks on the blue ppsu handle near the dowel pin, as well as impaction marks on the dowel pin. One end of the pin was slightly sunk in whereas the other end was flattened/impacted over the handle, securing the dowel pin onto the handle. Functional testing: a functional test was performed and the inserter/prongs was able to function as intended when spinning the handle. No functional issues were identified at us cq. Dimensional inspection: dimensional inspection could not be conducted due to post-manufacturing damage of the handle and as the handle/dowel pin could not be disassembled for inspection. Document/specification review: the respective drawings, reflecting the manufactured and current revision, were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the inserter for ti elastic nails (p/n: 359.219 lot: 8009363). Although the instrument was able to function as intended during the investigation, the visual as received condition supports the reported complaint condition. The impaction marks and dowel pin supports the scenario that the dowel pin was initially loose/protruding, causing the handle to also be loose, resulting in the inability to operate the prongs (i.e. Disassemble the nail). The user, therefore, hammered the dowel pin to ¿resecure¿ the assembly for the inserter/prongs to be functional. No definitive root cause could be determined for the initial loose dowel pin. It is possible that consistent use over the part¿s lifetime (13+ years) contributed to the condition. During this investigation, no new product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no other corrective and/or preventative action is proposed. Device history lot: part: 359.219. Lot: 8009363. Manufacturing site: hägendorf. Release to warehouse date: 19.april 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an inserting handle, blue portion was spinning freely and not releasing the elastic nail. Surgeon managed to release and bring it to the back table. The silver retaining pin that secures the blue cover to the metal inserter had worked its way free and was sticking outside the handle. A mallet was used to seat the pin and continue the case. Surgery was delay by 2 minutes. Procedure was completed successfully. Patient involvement was unknown. Concomitant device reported: unknown elastic nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) inserter for ti elastic nails. This is report is 1 of 1 for (B)(4).